Event description:
The caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and successfully resumed insulin delivery. Tandem technical support educated the caller on completing the cartridge air removal step and using room temperature insulin.